Event description:
Implantable cardioverter defibrillator (ICD) could not be interrogated and tones were not ellicited with magnet application. The device has been explanted and returned for analysis. A new guidant device was successfully implanted.